Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Reportedly, a new cartridge was used to address the issue. Additionally, it was reported that a resume pump alarm occurred. Although requested, the customer declined upload the pump data logs for tandem technical support to perform a log review and declined further troubleshooting. Customer's blood glucose level ranged from 286 mg/dl to 389 mg/dl.